Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a complete pump reset, and the caller was advised to reset the pump at their convenience and to follow up if the issue continued.